Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that an ambulance was called for them after they passed out due to a low glucose event. Event happened on (B)(6) 2025 at 12:48 pm. The event was related to diabetes; therefore, the following example set was provided: on (B)(6) 2025, at 12:48 pm: where sg 52 mg/dl and no bg at the time of event. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025, at 12:48 pm: where sg 52 mg/dl no bg available in dms. After dms review, we confirmed that the user received a low glucose alert at 12:38:54 pm, when the sg was at 64 mg/dl. The user did not receive treatment at the hospital since they were not hospitalized. The user was not prescribed medication. User's hcp was not aware of the event; user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
User reported that they passed out due to a low glucose event, which happened on (B)(6) 2025 at 12:48 pm. The user reported that sg value was 52 mg/dl at the time of event. No bg value was provided. The user's wife contacted emergency services, but the user declined transportation to the hospital by ambulance. The user was given a "jelly", after which they felt better. A review of the data management system (dms) confirmed the sg value and that user received a low glucose alert at 12:38:54 pm, when the sg was at 64 mg/dl. User was not hospitalized. The user was not prescribed medication. Since the system performed as intended by asserting appropriate "low" glucose alerts, no further investigation was found necessary for this complaint. H6: health effect - impact code (f): updated to 4614. H6: medical device problem code (a): updated to 2993. H6: type of investigation (b): updated to 4121. H6: investigation findings (c): updated to 213. H6: investigation conclusions (d): updated to 67.